Manufacturer narrative:
H.6. Investigation: the complaint investigation for discrepant result when using kit bd max sars-cov-2 reagents (ref. (B)(4)) lot 1074257 was performed by the review of the manufacturing records and the verification of complaints history. Review of the manufacturing records of bd max sars-cov-2 reagents indicated that the lot was manufactured according to specifications and met performance requirements. Customer reported discrepant results when using the bd sars-cov-2 reagents for bd max¿ system. Low n1 positive result was negative when repeated, and customer assumes that the threshold for n1 is too low. Aside from the information available in the complaint text, no additional data was received from the customer. The positive result obtained could be caused by environmental or cross contamination introduced during the sample preparation at the customer¿s site or by samples at the limit of detection of the assay, this cannot be confirmed. Based on the available information, the root cause of the customer issue remains unknown, but no product issue is suspected. There is no indication of an increase in complaints for discrepant result for bd max sars-cov-2 reagents lot 1074257. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends. H3 other text : see h.10

Event description:
It was reported while testing for sars cov-2 a false negative result was obtained. A repeat test was performed and the result was positive. There was no indication that results were reported out and there was no report of patient impact. Eua #: (B)(4) the following information was provided by the initial reporter: "n1+(low fluorescence)/n2 was negative after repetition on bd max, customer assumes threshold for n1 is too low"

Manufacturer narrative:
Initial reporter phone number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 a false negative result was obtained. A repeat test was performed and the result was positive. There was no indication that results were reported out and there was no report of patient impact. Eua #: (B)(4). The following information was provided by the initial reporter: "n1+(low fluorescence)/n2 was negative after repetition on bd max, customer assumes threshold for n1 is too low."